Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 4 of 5, while the hp was connected. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc device to clear the alarm. The tsr then had the hp disconnect using aseptic technique and remove the cassette. Proper procedures, per the user manual, were discussed with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The alarm was confirmed during evaluation of the returned homechoice that was involved. A request for the return of the cassette has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.